Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and the screen was frozen. Customer's blood glucose was 135 mg/dl. Customer was getting ready for school in the morning and the device was her pocket. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis. Troubleshooting for frozen display anomaly wasn't finished due to button error alarm that occurred during battery change.